Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. The rep reported that the device was no longer working and the patient hadn¿t used it in a few years. Another hcp reported that the patient¿s ins didn¿t work anymore and the patient didn¿t have his patient programmer (pp). The hcp reported that the patient stated the ins never worked right. The hcp had no further information. No further complications were reported.